Event description:
It was reported that, "7mm reamer distractor/shaver chipped as it was being turned int the pt."

Manufacturer narrative:
Additional information has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.